Event description:
The customer reported the fiber tip melted close and could not be used anymore at 267,828 joules during a prostate procedure. It was reported that the doctor decided to finish the surgery "turp stylet" due to the cost of the fibers and as the case was nearly completed. There was no pt injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of the fiber tip melted and could not be used, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone. The cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in forward firing of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. The components fiber and cap refer to the results thermal problem.